Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No testing could be performed to evaluate the event reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were malformed and did not hold tissue. There were no patient consequences. There is no other information available.